Event description:
A malfunction alarm identified as "malf 9" was reported by the customer, but no significant events occurred before the malfunction. There was no adverse impact on the customer's blood glucose level. Technical support provided pump reset information and assisted the customer in resetting the pump, and the malfunction did not recur afterward. The customer was advised to continue using the pump and to contact support if the issue happened again, which the customer acknowledged and understood.